Manufacturer narrative:
After its receipt, the returned ICD was visually inspected, and no anomalies were detected. During the initial interrogation, the clinical observation was confirmed, the device could no longer be interrogated. The memory content of the device could therefore no longer be read. Next, the ICD was opened, and the inner structure was examined. In the process, a damaged final shock stage of the electronic module was identified. This damage to the final shock stage indicates a shock delivery into an external low-ohmic shock path. The damage to the module then resulted in a permanently increased current uptake and subsequently to a discharge of the battery and the resulting inability to interrogate the ICD. There were no spark over traces or short-circuits either within the ICD or in the connection system, which could be related to the clinical observation. The low-ohmic shock path was clearly the result of an external short-circuit. Possible clinical complications that can lead to an external short-circuit are, among others, the twiddler syndrome, the 'subclavian crush syndrome', or other damage to the lead insulation, during which contact occurs between the high-voltage lines. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly.

Event description:
Ous MDR - after an implantation time of about 8 months, it was reported that the device could no longer be interrogated. A suspected twiddler's syndrome was also reported. The system was exchanged and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.